Manufacturer narrative:
The device will not be returned to microline surgical, inc., so no investigation could be conducted. Therefore, the cause of the event is unknown.

Event description:
During procedure for patient, while using laparoscopic instrument with microline grasper tip inside the patient's body, one of the piece of grasper tip came off. The piece was removed from the patient. The device will not be returned to msi